Event description:
Although the actual ventilator involved in the reported event was not analyzed, previous investigations were performed on ventilators with similar modes. The supplier of the motor assembly determined that prior to mid - 2003, the brushes used in the assembly may have contained higher amounts of silicate that could cause excessive wear on the commutalor. This wear pattern may create poor contact between the brushes and commutator which, over time, may cause the motor to fall prior to its projected service life. The supplier further confirmed that all assemblies manufactured from mid-2003 have brushes that contain negligible amounts of silicate which will diminish the likelihood of an irregualr wear pattern on the commutator and thereby promote longer service life. The date code / serial number of the motor within the ventilator involved in the reported event indicates it was manufactured prior to the enchancement, indicating use of the older style brushes. Response: see attached operator's instruction manual which contains all current labeling information, including directions for use and caution statements. Product performance information is contained in the technical data section (reference page 135 thru 145). The installation procedure for the device is not included as this is performed by autorized service representatives. Additionally, the operator's instruction manual specifically references the procedure to follow in the event of the reported problem "ventilator failure" (reference page 66). Response: as stated as poart of the response to items 1 and 2, the manufacturer of the motor assembly changed supplier. Brushes used in motro assemblies manufactured since july 2003 contain negligible amounts of silicate which will assist in diminshing irregular wear patterns on the commutator, thereby promoting longer service life. Response: the ventilator assembly of the device involved in the reported event was replaced, the device was tested, functioned normally and was returned for use. The reported condition is the same as that described in the july 22, 2005 ecri health devices alert. To improve the overall service life, draegar medical, inc. Intiated a ventilator motor replacement program in may 2005 to replace ventilator motors manufactured prior to july 2003. Replacements are being scheduled to minimize disruption and priority is being given to those facilities that experience ventilator motor failures. Draegar medical, inc. Has determined that this event is not reportable in accordance with 21 cfr part 803. Additionally, in accordance with 21 cfr part 806.20, draeger medical, inc. Has documented the ventilator replacement program as a non-reportable field corrective. The following rationales were used in making these determinations. There is a report of a problem with the performance of the device; however, the user would be informed of the condition of the ventilator by an audible alarm and a visual message, ventilator fail, would be posted in the alarm advistory on the display. The operator can invoke manual ventilation mode by depressing the "man/spont" keypad and rotary dial (confirm). The operator's instruction manual specifically calls out this procedure in the event of a "ventilator failure" alarm (reference page 66). Additionally, the fabius gs anesthesia machine would provide monitoring capability, flow gasses, and deliver anesthetic agent in manual or spontaneous ventilator modes. It should also be note that manual ventilation mode is the ventilation mode typically used at the start and end of a prodcedure and is therefore not an uncommon practice for an anesthesiologist.these has been no report of an injury or death in any of the instances of a reported "ventilator fail." In the event the condition were to recur, it is unlikely that injury or death would occur as the user would be able to continue to use the machine in the manual or spontaneous ventilatikon mode and for providing monitoring, flowing gasses, and delivering anesthetic agent. Because a failed ventilator motro poses little to no risk to the patient, this field corrective is, therefore, not being taken to reduce a risk to public health posed by the device. Nor is this field corrective being taken to remedy a violation of the act caused by the device, as the fabius gs does react in accordance with its labeling in the event of a ventilator failure alarm.

Event description:
The ventilator failed intraoperatively near the conclusion of a procedure. The machine exhibited a "ventilator failure" message on the display. The anesthesiologist bagged the patient until the conclusion of the procedure. No adverse effects to the patient were observed.the machine was removed from service and repaired in 2005. The ventilator assembly was replaced by a local vendor. The machine is fully operational now.